Event description:
It was reported a power on reset occurred during troubleshooting with an external neurostimulator. Several weeks later the patient reported feeling intermittent stimulation. When the patient's "head was hung over the belly to the left" the stimulation could be felt but no stimulation was left when in a "normal position". The patient experienced a loss of therapeutic effect (no pain relief). The symptoms began after walking the previous friday. The stimulation was felt stronger down the arm. The patient continued to work and was in fair status but was frustrated. The patient was seen in the clinic in 2009 where it appeared electrode 1 had a short. The device was reprogrammed using the case and 0 electrode. The coverage was good, but not as good as using the 0 and 1 electrode. The patient was going to try the program for a couple of days.